Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was received indicating that it was suspected by the physician that the cause of high pacing threshold was due to micro-dislodgement but the exact cause was unknown. This rv lead was repositioned. No additional adverse patient effects were reported.